Manufacturer narrative:
Pump passed the self test and displacement test. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on the printed circuit board was locked properly during visual inspection. Pump passed the leak test. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump down button was unresponsive. No significant events leading to keypad anomaly were observed. Customer reported that battery replacement did not resolve the keypad issue and the down button remained unresponsive. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.